Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed "system fault 36," "system fault 37," and "defib fault 85" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.